Event description:
Vad [ventricular assist device] [was] alarming excess current. The battery [was] changed. Vad stopped for approx 1 minute then restarted. Tpa [tissue plasminogen activator] bolus drip started, and blood products given. Vad [was] replaced.